Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged between 120-180 mg/dl. During a systems check with tandem technical support (cts) it was discovered the customer was not completing the air flow extraction step. Cts educated customer on the users guide for removing excess air from the cartridge. Reportedly, the customer reverted to manual injections for backup insulin therapy.